Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the brakes were not working due to a fractured brake cam. No pt involvement or adverse consequences are reported.